Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device had difficulty programming a morphine infusion on a 4 kg baby. The ordered rate was 0.05mls/hour, however "clinician could not get it to run". On-site representative assisted with the programming. When clinician went to get the syringe for the infusion they grabbed 5ml syringes however the infusion should have been delivered with a 3ml. Clinician stated that 5 ml syringes where 3 mls syringes were supposed to be. Once the 3 ml syringe was utilized, clinician was able to program the morphine infusion and give a bolus dose without issue. This was reported to bd representatives during site visit. There was patient involvement but unknown impact. Although requested, additional information was not known.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device had difficulty programming a morphine infusion on a 4 kg baby. The ordered rate was 0.05mls/hour, however "clinician could not get it to run". On-site representative assisted with the programming. When clinician went to get the syringe for the infusion they grabbed 5ml syringes however the infusion should have been delivered with a 3ml. Clinician stated that 5 ml syringes where 3 mls syringes were supposed to be. Once the 3 ml syringe was utilized, clinician was able to program the morphine infusion and give a bolus dose without issue. This was reported to bd representatives during site visit. There was patient involvement but unknown impact. Although requested, additional information was not known.